Manufacturer narrative:
The explanted device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected low out-of-range right atrial (ra) lead impedance measurements for some time. Surgical intervention was performed and the ra lead was capped. The device was explanted as there was only 2.5 year longevity remaining. Besides intervention, there were no adverse patient effects.